Manufacturer narrative:
(B)(4). The product was returned and investigated in the laboratory of the manufacturer. A visual inspection was performed. The oxygenator is very strongly clotted on the blood inlet and blood outlet side. During rinsing several clots were rinsed out. The product was cleaned with sodium hypochlorite solution. No other abnormalities were detected. According to the IFU the partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Dr advises that pressures on pump are high. They have been high from the beginning. He suspects the possibility that the system was not set up properly. Cannulae are 15 french arterial and 21 french venous. He is flowing at 4.2 lpm at 3500 rpm. Following pressures: pint 450. Part 334 delta p 116. Pven -189. Md wanted to make sure he did not have to worry about clots. They have checked for clots and see none. They are being diligent about doing this. They are not seeing a unilateral climb in rpms to maintain the same flow. Patient was properly anticoagulated. Ptt 50-60. They will watch carefully and use current deltap as a baseline. Also may need to check hemolysis. Dr subsequently spoke with a maquet ptm. Verified hematocrit of 36. Physician says patient is currently being supported by cardiohelp and he is ok with the clinical picture. He is continuing therapy with this patient. The physician was asked to save hls kit when patient is removed. (B)(4).